Event description:
Medtronic received a report that the patient had a severely tortuous anatomy. After securing phenom in left middle cerebral artery (mca), the device was loaded and deployment was planned from mca to ica during deployment, the shield device failed to be released from ptfe sleeves and never opened distally. After re-sheathing 5 times, the braid somewhat opened in a flower bouquet manner distally and no amount of push was causing the braids to get wall apposed. Doctor then decided to change the device so he tried to resheath and recapture the device in its introducer sheath. While attempting this, the device deployed in the microcatheter hub. The case was done with ped2 4x30 and new phenom27. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. There was failure to open in the middle and distal section. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured left ophthalmic aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone was 3.8mm distal and 4.1 mm proximal. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 180. The angiographic result post procedure was post op the vasculature was filling fine with stasis in the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) equipment used: video inspection system (m-78210), ruler 200cm (m-83361) .as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bag; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield device was returned outside the phenom 27 catheter. However, the braid was returned stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads, or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal and middle section as the distal end of pipeline flex shield braid and middle section were found to be fully opened. The distal and proximal ends of pipeline flex shield were found ton be damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It is likely the severe vessel tortuosity may have contributed to the reported issues. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. There is no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline was resheathed five times. No probable cause could be identified for the failure of the device to open or for its deployment within the phenom hub. The pushwire was not rotated or pulled back during the procedure. No issues were encountered with the phenom catheter; however, the ped2 ultimately deployed in the phenom hub.